Event description:
During the course of a right shoulder arthrogram, a bd medical spinal needle 22ga 3.50 in, 0.70x90 mm broke when the patient lifted her arm to her chest against medical instructions. Dates of use: 2007. Diagnosis: arthrogram.